Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device switches modes on it's own. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device logs were supplied for evaluation. The customer's report was observed. Our investigation determined this as an incompatibility of the rescuenet software with the r series device software. It was confirmed that the device was not actually switching modes as reported by the customer. The device was entering the power down case upload mode. This is not a malfunction of the device. Analysis for reports of this type has not identified an increase in trend.